Event description:
It was reported that during a sleeve gastrectomy, the consultant went to use the echelon 60 on the patient's stomach. It was the first firing of the gun and a gold reload was in situ. The customer fired the gun but said it didn't sound correct. They reloaded it again and the second time round, it only partially fired making a strange noise again, and the surgeon said it also felt (wrong). He used the manual release lever and then opened a new gun to continue the case. No patient consequences reported. Procedure completed with same like product. The procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient didn't have radiotherapy or steroid treatment. I believe the gun didn't feel right from the first stroke but it was the third stroke where it locked out. Only gold cartridges were used throughout the procedure. No buttressing was used would have been fired near existing staple lines but not sure if across. Force was higher to fire but didn't have to manually place triggers back to original place. They had to use the manual release lever to remove gun from the tissue. The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved it's complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife worked as intended. Event described could not be confirmed the device was received without a reload and no strange noise was heard during the analysis. The batch record was reviewed, and no anomalies were noted during the manufacturing process.